Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an inaccurate event date. This report is being submitted to correct this information.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the recently implanted vns patient developed an infection at the generator site because his primary care physician removed his absorbable stitches. The patient¿s generator pocket was washed out and cultures were positive for staphylococcus. The patient¿s generator pocket was washed two more times until cultures were negative. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.